Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl stent was opened for use for a procedure to be performed in the kidney on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that the stent was broken into two pieces along the shaft of the stent. The procedure was completed with another contour vl stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Correction to model number from 64335 to m006180155170. Correction to MFR contact first name from (B)(6) to (B)(6) and added (B)(6) to MFR contact last name. Correction to device problem code. Problem code 1069 captures the reportable event of stent shaft break.

Event description:
It was reported to boston scientific corporation that a contour vl stent was opened for use for a procedure to be performed in the kidney on (B)(6) 2018. According to the complainant, during unpacking, it was noticed that the stent was broken into two pieces along the shaft of the stent. The procedure was completed with another contour vl stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.